Manufacturer narrative:
The reported event of the device cable cut off of the device was confirmed in service. Upon visual inspection, the service technician noted the device cable was cut and missing from the device.

Event description:
It was reported that during testing conducted by the sales rep at the user facility, the core sumex drill was observed to have copper wires exposed on the cable, a potential exposure to high voltage. As this occurred during testing, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during testing conducted by the sales rep at the user facility, the core sumex drill was observed to have copper wires exposed on the cable, a potential exposure to high voltage. As this occurred during testing, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.